Manufacturer narrative:
A review of analyzer data showed stable hardware performance. Water pressure and gear pump pressure were within specifications. A hardware issue can be excluded. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Ldh is highly concentrated within cellular components. The presence of residual platelets or a gradient of unseparated cells in plasma can lead to falsely high results.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lactate dehydrogenase on a cobas c 503 analytical unit. The sample initially resulted in an ldh value of 448 u/l. The sample was repeated twice, resulting in values of 237 u/l and 239 u/l.